Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was elected for use. After multiple attempts, the physician completed tsp, and inserted the was sheath. Once in the left atrium with the guidewire, it was noted that there was a clot formation appearing to be attached to the wire. The physician decided to abort the procedure and aspirated the clot via the was sheath. There were no patient complications, and the patient was discharged and will be rescheduled for a later date.